Event description:
A pt reported inaccurate high results with a surestep meter. In a back to back testing session, successive meter blood glucose level readings were 193mg/dl, 83mg/dl and 63mg/dl. No symptoms were reported. Pt did not have supplies for troubleshooting. No allegations of harm have been made.